Event description:
Customer reported that the buttons don't work. During servicing, the reported issue could not be duplicated, but instead check IV set failure and the door cracked at the upper hinge were found. Additionally, residue was found on the left iui (inter unit interface) connector, at the top and around the secondary occluder finger and also at the lower pressure sensor of the device. The facility's biomed stated that there were no accuracy issues or pt event reported.

Manufacturer narrative:
MFR's report date: 5/20/2010. (B)(4). The contamination of the internal components of the device is consistent with a fluid ingress condition. The cause of the device external damage could not be determined. The upper sensor, door, mechanism subassembly, left iui connector and the membrane frame were replaced. The device was returned to the facility after passing all required service level testing.